Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed errors 282 and 256. The fse confirmed with the customer they were able to pry the instrument open to release the bowel, replaced the instrument, and were able to carry on with the case. The fse ran system verification including erbe generator functionality and instrument release mechanism. The fse tested all universal surgical manipulators (usms) for accurate instrument activation and insertion memory. No errors captured in logs during test drive. All system tests passed. The system was tested and verified as ready for use. The customer discarded the defective instrument and replaced with a new one. The case proceeded without error. The customer discarded the alleged instrument, and it will not be returned for the failure analysis. Image review: review of the provided image is consistent with the alleged complaint. The failure could not be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument broke while grasping bowel. Caller stated before calling in, they pressed the emergency stop button and used the instrument release kit (irk), but it didn't release the bowel. The bowel was clamped for about 5 minutes. Site used the needle driver to help start opening the jaws of the broken force bipolar instrument and also used the irk and then were able to release the bowel from the instrument. The customer used back up force bipolar instrument on another universal surgical manipulator (usm) and completed the procedure. An intuitive technical support engineer (tse) viewed system logs and saw a 282 error on arm 2 as well as 256 error, indicating the emergency stop button pressed.